Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pieces coming off of the reservoir and customer was not happen in a long time. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had received unexplained no delivery alarm and low battery alarm as well as lost insulin pump setting. Customer was reporting a past event. Customer reports alarm occurred during manual prime. Customer reports event was resolved by changing complete set. Troubleshooting was performed. The insulin pump will not be returned for analysis.